Event description:
It was reported that during implant attempt, the lead was screwed in. The doctor repositioned the lead and retracted the helix. When the physician attempted to extend the helix again, it would not come out. Multiple attempts were made inside and outside the body, but the helix would not extend. The helix broke. The lead was not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned lead found the blood/body fluid in the distal conductor (not obstructed) and in/on the helix/lobe mechanism and the sleeve head. The helix will not extend at this time due to the dried blood in the tip end of the distal conductor preventing torque transfer when the is-1 pin is rotated. Full lead returned and analyzed.